Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a button error alarm and that none of the buttons were responding. Customer stated that she was wearing the insulin pump in her bra before the button error alarm occurred. The customer also stated that the insulin pump's battery compartment was cracked. Blood glucose level at the time of the incident was 128 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to send the device in for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.